Event description:
It was reported that the patient received inappropriate shocks and presented to the emergency department. During evaluation in the ER, the right ventricular (rv) lead was observed with oversensing that was reproduced with pocket manipulation. The lead exhibited non-physiologic sensing and high short interval counts (sic). The detections were programmed off. Subsequently, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009. (B)(4).